Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex to obtuse marginal artery. The patient presented with discomfort and chest pain. A .014 sport extra guide wire was advanced into the guiding catheter to provide support as a buddy wire; however, resistance with the guiding catheter was felt. When attempting to pull back the guide wire resistance was felt with the guiding catheter. Upon removal of the guide wire it was noticed that the floppy part of the wire was detached and the tip of the wire was notched. Due to concern that the floppy part might be in the guiding catheter or patient the entire system was removed as a unit. After flushing all the equipment, the floppy part of the wire was found inside the 3-way portal. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation on the device was confirmed. The reported difficult to position and difficult to remove were unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot was performed and revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.